Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm) due to concerns of right ventricular (rv) lead intermittent loss of capture (loc). Upon review, the presenting electrogram (egm) showed high pacing thresholds on the rv lead. No noise was observed. Ts provided programming recommendations. At this time, no adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm) due to concerns of right ventricular (rv) lead intermittent loss of capture (loc). Upon review, the presenting electrogram (egm) showed high pacing thresholds on the rv lead. No noise was observed. Ts provided programming recommendations. At this time, no adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of failure to capture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.